Event description:
The patient contacted family member because the patient felt painful. The family member confirmed no supply of air coming out. They contacted the hospital to change the instrument to another company one. Not confirmed whether an alarm displayed or not. Problem not found out by checking at the technical service center. No patient harm.